Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "failed upstream occlusion." Was not reproduced. The device was sent to flow for an upstream occlusion test with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.